Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that both pacing leads were explanted due patient condition and returned to the manufacturer. Subsequently, the leads tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.